Manufacturer narrative:
One device was received for evaluation. Visual inspection found cracked housing, scratched housing, and a torn dso sensor. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem; however, the dso sensor was found to be torn and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a double intermittent sound signal which did not correspond to any of the expected alarms. The audible alarm remained active even after the device was turned off and the batteries were removed. The pump was under infusion and the disbursement was approximately 90 percent of the total. There was patient involvement, there was no harm/adverse event or medical intervention needed.